Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Device unable to verify unresponsive keypad, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had stuck button alarm. The customer's blood glucose value was 6.2 mmol/l. Customer stated that the alarm has gone away, but was stating that some of the buttons were not responding. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.